Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foam sponge separated from the minicap prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.